Event description:
It was reported that a as lvp 20d 3ss cv experienced component separation during use. The following was reported by the initial reporter: "it was reported that the tubing separated from the connector. Verbatim: the incident was reported in november 17th at 1300h. Tubing was found disconnected while in pump when door of the pump was opened-top blue piece of the pump segment disconnected from tubing- blue piece appears intact. There was no leaking reported by the nurse during the infusion. The tubing does contain a cytotoxic, hazardous material pemetrexed. No injuries reported by the nurse or patient. I do have the contaminated sample to return for investigation".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-15. H6: investigation summary: customer reported the tubing disconnected within the pump, and returned the affected sample. The sample was clearly separated at the silicon pumping segment and the complaint is verified. Visual inspection under the microscope found that the ring retainer was intact, showing proper assembly of the segment. A device history record review for model 2426-0007 lot number 20086794 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The silicon was ripped and torn apart just above the ring retainer, and the root cause is unable to be determined. The customer is urged to load the pumping segment carefully and correctly, with the top part loaded first. This failure can happen when the segment is loaded incorrectly and then the pump puts pressure on the tubing. No other failure modes were observed. This incident has been added to our database of reported incidents. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a as lvp 20d 3ss cv experienced component separation during use. The following was reported by the initial reporter: "it was reported that the tubing separated from the connector. Verbatim: the incident was reported in november 17th at 1300h. Tubing was found disconnected while in pump when door of the pump was opened-top blue piece of the pump segment disconnected from tubing- blue piece appears intact. There was no leaking reported by the nurse during the infusion. The tubing does contain a cytotoxic, hazardous material pemetrexed. No injuries reported by the nurse or patient. I do have the contaminated sample to return for investigation"